Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's sys controller displayed numerous suction events and sporadic readings. The pt has complained of headache, left sided chest wall pain and discomfort. He is fluid over loaded and gained about 6 lbs in the last month. The pt also had excessive drooling on right side of their face, with small right facial droop. His inr has been sub-therapeutic for the past month. The log file contained low battery advisory, hazard, and low speed advisory events. The pt was switched to the back up system controller.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.